Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation revision with 350cc mentor memorygel breast implants and experienced rupture on the right side postoperatively. The rupture was confirmed with a physical examination. As a result, the patient underwent device removal and replacement with 350cc mentor memorygel breast implants, catalog number 3503501bc, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2020.

Manufacturer narrative:
On december 10, 2020, the product investigation was completed. Device investigation summary: during the visual inspection, the device was found to be ruptured. Additionally, an area of siltex cracking was observed on the edges of the tear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).